Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while charging. Blood glucose level was impacted (255 mg/dl), and was addressed by delivering a bolus. The pump was not within abnormal temperature conditions. It was indicated that the pump would continued to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.